Manufacturer narrative:
(B)(4). The device is expected to be returned for testing. This product issue will be re-evaluated when additional details are received.

Event description:
Boston scientific received information that this patient thought he has received a shock and was in the hospital. Noise was observed on the right ventricular (rv) channel which had been oversensed and caused a shock to be delivered. It was discovered that the competitive rv lead was fractured. Device interrogation revealed a fault code (fc) (B)(4)due to a shorted lead condition. A revision procedure was performed and the system was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis of the device memory confirmed that the device had shocked into a shorted lead, damaging the device. It is concluded that the damage to the device was induced as it was the result of shocking into a shorted lead condition. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.